Event description:
The account alleged the side rail will not raise to the latch position. No pt impact.

Manufacturer narrative:
The technician found a tv remote jammed in the side rail. The technician removed the tv remote to resolve the issue.